Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the battery reciprocator device was damaged, and it had interruption. It was determined that the device would not run. It was further determined that the device failed pretest for check the oscillations frequency, 10600 to 16000 oscillation/minute, check the triggers and ecu (electronic control unit) and check the off / on mode. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.